Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The reported event date was (B)(6) 2026; however, no device records were available for that date. The most recent recorded event occurred on (B)(6) 2026 and documented five clinical shocks delivered without evidence of device malfunction. Attempts to reconcile the date discrepancy with the customer were unsuccessful. Evaluation of the returned device found no faults, with successful ECG acquisition via leads and pads and completion of a full defibrillation cycle meeting specifications. No accessories were returned for evaluation. As no evidence supporting the reported malfunction was identified and no data were available for the reported event date, the complaint could not be substantiated. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.